Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrent with a hysterectomy and cystoscopy on (B)(6) 2010 due to pelvic organ prolapse, cystocele and rectocele, anteverted uterus and mesh were implanted. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.